Event description:
It was reported that during implant of the right ventricular lead the helix would not deploy and there was positioning difficulty. The lead was removed and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The proximal conductor was distorted and had blood/body fluid on it (not obstructed). The outer insulation was breached cut and there was blood in/on the helix mechanism. The lead was damaged at implant.